Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified chemotherapeutic agent, via a symbiq pump. It was reported that prior to connecting the tubing set to the pt's IV access site, the nurse noted that the tubing had separated from the leg of distal y-clave. The tubing set was replaced and the therapy was initiated. There were no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 114305h. Investigation is not complete. The catalog number provided has a common device name of 80frn and has a 510k of k041550. This report represents all the info known by the reporter upon query by hospira personnel.